Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device's system pcb assembly. A replacement for this part is no longer available due to part obsolescence, so the device could not be repaired. Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a faulty single board computer. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.